Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 377745, lot# v019942, implanted: (B)(6) 2008, product type: lead. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a patient who was implanted with a neurostimulator for radicular pain syndrome (radiculopathies). It was reported that, pre-operatively, the patient was getting full coverage for their painful areas. It was noted that impedances were out of range on all electrodes intra-operatively. The physician elected to test the system after the old implantable neurostimulator (ins) was disconnected using the multi lead trialing cable (mltc) and an external neurostimulator (ens). Impedances showed 0-5 were out of range. There were no environmental, external, or patient factors reported that may have led or contributed to the issue. The patient was programmed on 0-3 so the ins battery change was completed with the old lead and extension were left unchanged. Post operatively, the patient had ¿night¿ (high?) Impedances on electrodes 0, 2, and 5 when tested at 0.7 volts. When tested at 1.5 volts, all impedances were within normal limits except 0 and 5. The device was programmed at 1-2+3+ which provided full coverage to all of the patient¿s painful areas. The pulse width was 720 and rate was 70 per the old programs used. The issue was reported as resolved and the patient status was reported as ¿alive ¿ no injury¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.